Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from india of a pin hole in the side of the catheter and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). Therapy with the dianeal was ongoing. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. The cause of the peritonitis was reported to be a pin hole in the side of the catheter. On an unreported date the patient received an injection of amikacin. At the time of this report the patient remained hospitalized. The patient was recovering from the event of peritonitis. The outcome for the pin hole in the catheter was not reported. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. Information regarding the catheter's brand name, manufacturer, product code, and lot number was unknown. Patient injury reported: yes medical intervention required: yes (B)(4).this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)